Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with scratched case and pillowing keypad overlay however, no physical and cosmetic damage noted at retainer ring during visual inspection. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 456 mg/dl at the time of incident. Customer reported that the reservoir was not able to locking in place. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.